Event description:
Complaint alleged that during routine shift check by a clinician the device intermittently displayed a "low batt" message at 200 joules. Complaint indicated that there was no pt involvement in the reported malfunction.